Manufacturer narrative:
Date sent 07/10/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier jammed and would not function. The jaws closed tightly together and would not open. There was no tissue/anatomical structures in the jaws when the instrument was closed. No delay to the procedure. The site used a different clip applier to complete the case. There was no pt consequence.